Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided a4: patient weight unknown / not provided d10. Concomitant medical products opact, abut tapered sp octagon I mp 1.6mm lot 2120009874.

Event description:
The doctor reports that the screws of both abutments fractured. The doctor also indicates that the procedure was completed with no negative impact on the patient¿s health.